Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter damaged, hole. The following information was provided by the initial reporter: reported issue: hole in catheter. Injuries or adverse event: no.

Manufacturer narrative:
The complaint of a hole in the catheter was confirmed; however, the root cause could not be determined. One 24ga insyte autoguard IV catheter from lot: 4255286 was provided for investigation. The sample exhibited evidence of use. An extension set was attached to the catheter adapter and blood residue was visible within the IV catheter. A functional test revealed a leak near the middle of the catheter tubing. A microscopic examination revealed a v-shaped hole that was consistent with needle puncture damage. Since the unit has been used, this most likely occurred during use. The instructions for use (IFU) indicate that the needle should not be re-inserted into the catheter if the needle is partially or completely withdrawn from the catheter tubing. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.